Event description:
It was reported to philips healthcare that customer was getting an issue with a missing audible alarm. Visual alarms were working but there was no sound. The patient was also attached to a central station and per the customer there was no sound at the central station too. The doctor reported that the patient had a "breathing issue".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.